Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. However, the proximal conductor had blood/body fluid (not obstructed). The outer insulation had a breached cut and cosmetic depression. The helix/lobe was distorted/bent and visual analysis revealed apparent explant damage.

Event description:
It was reported that the atrial lead was dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.